Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. Product analysis (B)(4): the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978b133 lot# va2u5tv product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp). Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urinary/bowel disfunction and urge incontinence. It was reported, that the device was removed on (B)(6) 2024, due to an eroded generator. A lead migration was also noted. And the device was sent back for warranty determination.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: surescan, product ID: 978b133 (lot#: va2u5tv), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.